Event description:
"Generates heat and unable to lock." Is stated on the repair order. Attachment used during surgery, no pt/user injury occurred.

Event description:
"Generates heat and unable to lock." Were given as the reason for repair for the attachment. Foreign distributor, no add'l info available.